Manufacturer narrative:
Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a cadd cleo infusion set generated a line blocked alarm. Upon removal of the infusion set, the cannula was observed to be bent. A new infusion set was placed at a different insertion site, and the line blocked alarm was resolved. The event involved a patient; however, no patient harm was reported.